Manufacturer narrative:
H3, h6) no parts have returned to the manufacturer for analysis. Codes b17, c20, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that during an l4 to l5 interbody single position surgery, there was an alleged inaccuracy in screw placement using a guidance system. The patient left screws were medially off by around 3-5 millimeters (mm), and the patient right screws were laterally off by around 3-5 mm. The decision was made to abandon the use of the guidance system. The screws were removed and redone using a medtronic imaging and navigation system. The length of the extended surgical time was one hour or longer. There was no impact to patient's outcome.

Manufacturer narrative:
H3, h6) clinical data was received for analysis. The investigating team reviewed the plans made for the case. All planned trajectories were planned with no observable issues. The investigating team reproduced the registration results. The CT-fluoro match score showed acceptable values, and the image match showed no observable shifts. According to the intraoperative scans, the l4 and l5 right trajectories deviated laterally, while the l4 and l5 left trajectories deviated medially. Since all trajectories deviated, a patient or platform shift cannot be ruled out. According to the fluoro shots, it was observed that a schanz screw was affixed to the bm bridge at psis left in proper accordance. Therefore, a platform shift was less likely in this case. Only one registration was recorded, and the magnitude of the deviations at both l4 and l5 appears consistent, making it likely that patient movement caused the anatomy to shift from its registered position. The investigation team thoroughly examined the system's log files. According to the log files, the arm reached its planned destination, as the destination and current points were the same. This means the arm followed the registered trajectories, with no 'arm out of trajectory' errors, confirming the anatomy shifted from its registered position. Additionally, no excessive force applied on the arm was observed or any software anomalies. The investigating team concluded the root cause of the deviations experienced is a patient shift, resulting in a pattern of medial left and lateral right deviated trajectories. Only one registration was recorded, and the magnitude of the deviations at both levels (l4 and l5) appeared consistent. This indicated that it was highly likely the anatomy was shifted from its registered location due to patient movement. Previously codes, b01 and c13 are applicable as well as newly reported code, d11. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3, h6) the surgical arm was returned for analysis. Analysis concluded the issue was unable to be duplicated. The failures noted were a noisy joint, a light emitting diode (led) card malfunction, lost gains on the driver, and an intel camera failure. Previously reported codes, b01, c13, and d02 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: asm0206, serial/lot : (B)(6) d4: UDI was updated. H3, h6: a medtronic representative went to the site to perform a system check out and they found the pointer was touch the end during the ten point accuracy test. The arm failed two of the ten points. The surgical arm was replaced. B01, c13, d02 are applicable to the system checkout. The exports/logs were returned for clinical analysis. The analysis is still in progress. B21, c21, d16 are applicable to the clinical analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.